Event description:
This ra lead was implanted on (B)(6) 2003 and remains implanted at this time. A copy of x-ray sent to technical services on 10/18/2013 showed that this lead appears further in than the rv lead. This lead was not pushed all the way into the header of the device but far enough to make a unipolar connection. Patient does not atrial pace much. The physician was dr. (B)(6) at (B)(6) medical center of (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).